Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device falling apart ¿ unattached, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that the trigger of the battery reamer/drill device had an issue and was not working. The reporter stated that the event occurred in the operating room. According to the reporter, the device was placed on their desk during the third shift and did not get an ¿accurate handoff¿. During in-house engineering evaluation, it was observed that the device fell apart ¿ unattached, and the trigger came loose. It was further determined that the device would not run because the electrical control unit was damaged, and the motor was bad and worn. It was further determined that the device failed pretest for general condition and check for sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.